Manufacturer narrative:
An imp, tsv, 4.1mm, sbm, 11.5 (item#: tsv4b11) assembly was received for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing was performed for the returned product and found that the implant and the mount successfully separated without significant resistance or other issues. Pre-existing patient factors, implant age, tooth location are not relevant to the reported event. Pictures or x-ray images were not provided and do not apply to the reported event. DHR review was completed for the subject lot number (63710578). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot#: 63710578) for similar event and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not disengage/release) or devices (tsv4b11). Therefore, based on the available information, device malfunctions did not occur and the reported event was un-confirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number: (B)(4). D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter name, fax number: not provided.

Event description:
It was reported that the fixture mount (tsv4b11) could not disengage from an implant. No impact to the patient has been reported. Tooth location 4.